Manufacturer narrative:
Upon receipt, the ICD was interrogated to check the status of the device. Confirming the clinical observation the battery status was eri, 4 charging cycles were recorded in the devices memory. In a next step, the memory content of the device was thoroughly analyzed. The holter data showed a capacitor reformation, automatically performed by the device on 5-feb-(B)(6) 2019, which was aborted due to reaching the maximum charging time of 20 seconds. As a result, the device activated the battery status eri, followed by an automatically triggered home monitoring notification to inform the user about the occurred eri status. The holter data further showed two manually triggered capacitor reformations during a follow up on (B)(6) 2019, which were aborted as well due to reaching the maximum charge time of 20 seconds. A manual reformation on the day of implantation was performed without anomalies. The ability of the device to deliver therapies was verified in bench tests. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device detected the fibrillation signal as specified and started the charging of a defibrillation shock. However, within 20s charging time the specified energy level could not be reached. Therefore, the device was opened to inspect the inner assembly and to check the functionality of the electronic module. During the analysis of the electronic module, a broken solder joint on the connector pin of the high voltage transformer was identified. Due to this damage, the charging of the high voltage capacitors was impaired. In addition, the manufacturing process for this device was re-investigated and all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process. Particularly the final acceptance test, including multiple shock tests, proved the device functions to be as specified. In conclusion, the clinical observation resulted from a damaged solder joint of the high voltage transformer. The manufacturing records document a normal device production. It is therefore assumed, that the damage occurred after the device shipment. However, the date of occurrence was not determinable. The information you provided has been entered into our quality system and will be used to evaluate the device performance throughout our organization to maintain and improve the performance of our devices.

Event description:
Device was implanted in (B)(6) 2018 but tripped eri on home monitoring. Patient was brought in and ram dump was taken. In office interrogation also reports eri status. Device remains implanted.